Manufacturer narrative:
Product event summary: at analysis the customer comment of screws loose and not torqued was confirmed and it was additionally noted that both output connectors were broken, the keypad window was scratched, both output connector nuts were contaminated, all six case screws and hanger screws were contaminated, all knobs were contaminated (rusted inside), the upper case was damaged and stuck to the display and the display was damaged, stuck to the gasket on the upper case. All electrical and mechanical parts were inspected, all found defective parts were replaced and all other identified issues were resolved, the device was re-calibrated and functionally tested and passed its final quality assurance tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that all of the knobs on the external pulse generator were loose and wobbled. The generator was returned for service. No patient complications have been reported as a result of this event.